Manufacturer narrative:
(B)(4). Date sent: 1/13/2020 investigation summary the equipment is transferred to the technical service center for its verification of operation in general, taking into account that it is not possible to carry out an electrical safety test in argentina. Housing is removed and it is observed that the power and ground cables and connectors are correct. Performance tests are performed with enseal tissue sealer g2 and harmonic focus surgical instruments completed successfully, using both manual and pedal activation. Tests are performed with harmonic blue hand and harmonic handles, both with probes; and they are successfully overcome. The equipment is kept activated at minimum with the harmonic focus instrument for ten minutes, not observing novelty in the process. The team has the software updated to version 2016-1.1. It is sent to the technical service center chile for the verification of electrical safety. Non-operational equipment. The chile service center successfully completed the electrical safety testing and the unit was returned to the customer. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Manufacturer narrative:
(B)(4). Batch # unk.

Event description:
It was reported that the equipment did not pass the electrical safety test. They did not report damages to patients or operators.